Event description:
This is a spontaneous case report identified via (B)(6) on 08-nov-2016 in (B)(6). It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2015. According to the patient, intolerance was immediate: the day after the placement, she complained of painful and swelling abdomen. She had back pain episodes, tinnitus, chloasma, redness around eyes, neuralgic symptoms and she was not able to see with her right eye during certain periods of her menstrual cycle. The patient consulted again her gynecologist in (B)(6) 2015, who affirmed, following ultrasound, that her problems could not be due to implants as they were well placed. Same opinion from another practitioner: if the patient had swelling abdomen it was because she had hidden anorexia. At that time, the patient wanted the removal of essure. Essure was removed by a gynaecologist in the (B)(6). Once implants were removed, symptoms progressively resolved. Company causality comment: this non-medically confirmed spontaneous case report is a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and she had immediate painful abdomen among other non-serious events. Abdominal pain is anticipated in the reference safety information for essure. Considering that essure may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-dec-2016 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 779 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and she had immediate painful abdomen among other non-serious events. Abdominal pain is anticipated in the reference safety information for essure. Considering that essure may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.